Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient called rep to report pain and swelling around battery site. The patient said she started to get intermittent shocking sensation so she turned the stimulator off. The patient has an appointment to see her medical doctor tomorrow, (B)(6) 2022. The patient denied having any falls or traumas that may have contributed to the issue. The rep would be seeing the patient on (B)(6) 2022 and would follow-up with more information. It was unknown at this time what interventions would be needed. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The md believes the pain and swelling is closer to the lead location. A x-ray was obtained. Md believes the pain is from the anchor. Patient was seen on (B)(6) 2022 and reported that the pain, swelling, and shocking sensation has gone away. Impedance and connectivity check were normal. Patient reported the pain had gone away so no intervention was taken at this time. The issue was resolved. Patient's weight was asked but unknown.